Event description:
It was reported that the ICD was unable to be interrogated. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer. Low battery voltage was observed. With another battery, the device functioned normally; no high current was detected during testing and power consumption was normal. A longevity calculation was performed and was found to be within the expected limits. However, rapid depletion from eri to eos was observed. The device function was normal when tested on the bench. Therefore, the rapid depletion from eri to eos could not be determined.